Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a green plastic-type material, and was concluded to have not originated from an olympus endoscope, but could not be identified further. A further cause of the suggested phenomenon could not be presumed from the information provided. To prevent recurrence of the suggested event, it is suggested that the user facility review the method of device handling in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during maintenance of the evis lucera elite colonovideoscope, the scope air/water channel was blocked. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses adhesive worn, optical cover glass adhesive worn, distal end adhesive worn, up/down/left/right angle (not to specification), up/down/left/right angle play (play evident), air channel volume (blockage evident), water flow/remove (not to specification), and water channel volume (blockage evident). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.